Manufacturer narrative:
Block b3: exact date unknown, event occurred in the last months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient's battery was placed on her ribs and this was painful to lean back against and has bothered her. The patient underwent an implantable pulse generator (ipg) repositioning procedure. Patient was very happy postoperatively. No device malfunction was suspected.